Event description:
A distributor in denmark reported that a pump's screen was malfunctioning and would not turn on. The blood glucose level at the time of the issue ranged between 54-500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump to be sent and instructed the customer to put the malfunctioning pump into storage mode and return it using a pre-paid label. The customer understood these instructions, although no backup insulin delivery method was currently available, and they planned to consult a healthcare provider.